Manufacturer narrative:
(B)(4). Evaluation confirmed the reported issue of shaft frosting. Frosting due to a vacuum sleeve failure.

Event description:
The vacuum chamber appears to have failed within the probe. The ice froze all the way up the shaft. A sterile glove with warm saline was used to avoid freeze damage. No inury.

Manufacturer narrative:
Shaft frosting. Per radiologist at hospital, "used a sterile glove with warm saline to avoid freeze damage". Case continued, no injury to patient and the patient is doing fine.